Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6), product type lead product ID 97791 lot# unknown product type accessory. Analysis of the lead (va1xfs0035) found that the lead body conductor was broken at the injex anchor site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that a settings not available message was seen on the controller. The rep met with the patient for programming and everything appeared to be working normally. The rep was able to program the device with no issue and didn't see any oors on the tablet. The rep believed the patient only had 1 group and they'd been using it and getting good stim. The left lead was out for impedances, but the right lead was fine. The patient had a bad accident previously and since then the left lead has been out of programming. The right side lead has been sufficient for the patient's therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the patient had high impedance on electrode 0. They reprogrammed the device on (B)(6) 2019 but the event was noted to be ongoing. It was also reported that electrode 6 had high impedance on (B)(6) 2019. The device was reprogrammed again, but the event was ongoing. No symptoms or further complications were reported or anticipated.

Event description:
It was reported that settings not available was seen on the controller. The patient was wanting to increase intensity because he no longer felt stimulation sensation in his legs. Patient had a 4 wheeler accident where he broke his ribs on (B)(6) but had an x-ray taken after which showed leads did not moved. No further complications were reported/ anticipated. Additional information was received from a manufacturer representative. It was reported that the controller read settings not available. The patient went into the clinic on (B)(6) and the tablet showed that electrodes 0-7 were all red and oor. It was unknown what factors may have led or contributed to the issue. The patient was reprogrammed to the active electrodes on (B)(6) on the other lead; the oor went away and the patient was instructed to report back if their relief was not satisfactory. The issue was resolved via reprogramming at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that no actions were taken to resolve the high impedance other than reprogramming on (B)(6) 2019. The event was ongoing as of (B)(6) 2019. On (B)(6)2019, it was reported that the cause of the high impedance was not determined. X-rays on (B)(6) 2019 did not show movement of the leads.